Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a rupture within the PICC was inconclusive due to the sample condition. One per-q-cath PICC was received with an occluded lumen, which was determined to be use related. The occlusion prevented confirmation of the rupture. The catheter exhibited evidence of use. The stylet had been removed from the PICC and the catheter had been trimmed to length. The 2fr tubing extended 20.4cm from the distal end of the strain relief oversleeve. Blood residue was observed within the catheter. No hole or breach in the tubing was identified with a visual or microscopic examination. The reported rupture may have been the result of flushing against the occlusion in the lumen. The IFU states, ¿for intermittent use, flush the catheter with heparinized saline every 12 hours or after each use. Usually, one ml per lumen is adequate.¿ for occluded or partially occluded catheters, the IFU states, ¿catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate.¿a lot history review (lhr) of reap0198 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (reap0198) have been reported from the same (B)(4) facility.

Event description:
It was reported that there was a partial rupture of the catheter path. No patient harm was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reap0198 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (reap0198) have been reported from the same (B)(6) facility. Device not yet returned for evaluation.

Event description:
It was reported that there was a partial rupture of the catheter path. No patient harm was reported.